Manufacturer narrative:
Kdr901 ipg implanted (B)(6) 2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during the replacement procedure that the patient's right atrial (ra) lead had low pacing impedance and was not in use as the lead function had been programmed off. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.